Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's power pcb assembly and main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.